Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 410 mg/dl an hour ago. He treated with his insulin pump and his blood glucose decreased to 279 mg/dl. Troubleshooting was declined. No products were returned or replaced.